Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8320618. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the devices submitted to our facility were subjected to drag force testing; the test results did not identify any abnormalities in the needle retraction process. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the nurse found that the needle was difficult to retract after penetration, which caused penetration failure. This occurred on 20 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: recently, nurses in the use of pegasus for indwelling needle puncture, normal rotation needle core puncture, in the removal of the needle core to remove the needle core astringent, needle core withdrawal difficulties. Today, a nurse in the withdrawal of the needle core is particularly difficult, forced withdrawal caused by the failure of the puncture.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ safety closed IV catheter system the nurse found that the needle was difficult to retract after penetration, which caused penetration failure. This occurred on 20 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: recently, nurses in the use of pegasus for indwelling needle puncture, normal rotation needle core puncture, in the removal of the needle core to remove the needle core astringent, needle core withdrawal difficulties. Today, a nurse in the withdrawal of the needle core is particularly difficult, forced withdrawal caused by the failure of the puncture.